Event description:
Mom text and called me to report that one of pts custom trachs "came apart" at the connection of the shaft and the hub. She had just placed the trach the day before (having been in the pt for two weeks and then processed / cleaned per mfg guidelines). Mom heard the air leak and discovered it was from the faulty area on the trach tube. FDA safety report ID# (B)(4).